Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out and none have been reported. Root cause: no further information was provided by the customer. Based on the information that was provided by the customer, the root cause of patient¿s condition was hemorrhage secondary to moyamoya. No failure was detected with the device.

Event description:
The customer reported that a patient underwent a red blood cell exchange (rbcx) procedure. During the procedure, the patient developed itching on the face and neck. Diphenhydramine and acetaminophen were given in response to the patient reaction. At the completion of the rbcx, the patient was discharged home. Per the customer, approximately one week later, the patient was found unconscious at home and was admitted through the ER to neurosurgery service. An MRI was given and the patient was hospitalized in the ICU. Patient developed a hemorrhage secondary to moyamoya and expired on (B)(6) 2014. The disposable set is not available for return for evaluation because the customer discarded it. This report is being filed due to patient death, though at this time, the device is not suspected or alleged to be a contributory factor in the death.

Manufacturer narrative:
Investigation: per the customer, the medical director at this program was consulted he stated the death had nothing to do with the device. He stated that the patient was very old for a sickle cell patient and they are learning what other complications present at that age for a sickle cell patient. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf indicate that the spectra optia system is safe and operated as intended. Investigation is in-process. A follow-up report will be provided.